Event description:
The customer received a blood glucose reading of approximately 300mg/dl from his contour meter. He re-tested on two other meters and received readings of approximately 150mg/dl on each. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged at the customer's request, his meter was replaced. Strip information was not provided.